Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during use, during the previous therapy. The home patient (hp) was connected at the time of the alarm. The alarm was cleared. The technical service representative (tsr) explained the meaning of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.